Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt was implanted with drug delivery system 1/95, and experienced "serious" infections around spinal catheter site, requiring multiple hospitalizations for treatment with IV antibiotics. The system was explanted in 5/95, and the pt is presently on oral medication.